Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystomy. It was reported after insufflation, the trocar was taken from the laparoscopic cholecystectomy kit (fdc10) and inserted in the umbilicus. The obturator was removed and the camera was inserted. All the pneumo was lost and the surgeon looked down at the outer gasket which was torn. A oneseal was put on and the procedure was finished. There was no consequence to the pt.